Event description:
Left femoral a-line catheter noted to be not working post femoral shily insertion. Catheter to be discontinued. Upon removal of catheter, the catheter was noted to be sheared with the a-line tip remaining in the femoral artery. Pt to or for removal of tip. Dates of use: 2008. Diagnosis or reason for use: arterial line.